Event description:
Numerous reports received in regards to same issue with smith medical needles: liquid leaks around the plunger impacting treatment, direct patient care and wasting drugs/vaccines. Providers are unable to give full dose of vaccine as fluid leaks around the plunger/rubber gasket. Vaccine must be wasted and a new dose drawn up in another syringe. Vaccine leaking around the plunger portion of the vaccine- not though the needle- wasting the vaccine and requiring re-administration. Manufacturer response for syringe-smith medical, smith medical; ref number 4234 (per site reporter). The representative was made aware of the issue and there has been no further follow-up.